Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the output connector was broken. It was also found that the display frame had three printed circuit board (pcb) bosses stripped out, and the main seal was pinched in two locations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was pushed in to the device. The epg has been returned for repair. There was no patient involvement.